Event description:
It was reported that the pt has had ongoing hip pain specifically in the acetabulum. After the surgeon removed the durom acetabular component, he had noticed no bony ingrowth in the acetabular component.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.